Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump wants the battery replaced every two hours. The customer's blood glucose was unknown at the time of incident. Customer did not receive a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now without a low battery warning. Advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Detailed trace analysis shows that pump alarmed low battery, replace battery now, and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector. The pump was monitored and functioned properly. Pump received with scratched case, cracked battery tube threads, cracked case behind the pump near the battery compartment, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.